Event description:
It was reported that stent fracture and vessel dissection occurred. The patient was diagnosed of single vessel disease (svd) in right coronary artery (rca). Vascular access was obtained via femoral artery. The 85% stenosed, 14mmx3.5mm, de novo, concentric target lesion was located in the mildly calcified and mildly tortuous right coronary artery (rca). After a non-bsc guide wire was crossed the lesion and pre-dilatation was performed with a non-bsc balloon catheter, a 3.50x16mm promus element ¿ stent was advanced to treat the lesion. However, resistance was encountered due to calcification and after several attempts the device was still unable to cross. It was then noted that the stent was broken at the tip portion of the shaft and dissection was then noted. The physician removed the device and a 3.5x20mm promus element ¿ stent was then implanted followed by post-dilatation; and the procedure was completed. No further patient complications were reported and the patient's status was stable and was responding well to medicines.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts at both the distal and proximal ends were raised and misaligned. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found that the shaft polymer extrusion was kinked 100mm distal to the midshaft bond. There was evidence of material resistance as the shaft polymer extrusion was stretched and distorted at the proximal break site. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture and vessel dissection occurred. The patient was diagnosed of single vessel disease (svd) in right coronary artery (rca). Vascular access was obtained via femoral artery. The 85% stenosed, 14mmx3.5mm, de novo, concentric target lesion was located in the mildly calcified and mildly tortuous right coronary artery (rca). After a non-bsc guide wire was crossed the lesion and pre-dilatation was performed with a non-bsc balloon catheter, a 3.50x16mm promus element stent was advanced to treat the lesion. However, resistance was encountered due to calcification and after several attempts the device was still unable to cross. It was then noted that the stent was broken at the tip portion of the shaft and dissection was then noted. The physician removed the device and a 3.5x20mm promus element stent was then implanted followed by post-dilatation; and the procedure was completed. No further patient complications were reported and the patient's status was stable and was responding well to medicines.